Event description:
It was reported that non-sustained tachycardia showed one t-wave oversensed on the right ventricular (rv) lead. It was later reported that the patient received five shocks for one episode and the r wave amplitude had decreased. It was noted that there was some issues with sensing which were rectified going to integrated bipolar sensitivity. The device was reprogrammed from tip to coil and r waves improved. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that non-sustained tachycardia showed one t-wave oversensed on the right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one ventricular non sustained tachycardia at 180 ms occurred on (B)(4) 2012 13:38:33.